Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector had flow issues. The following information was received by the initial reporter with the following verbatim: verbatim: clinician experienced: device failure: difficult to maintain perfusion, the connection must be tightened very tightly to control the valve, no interruption of therapy.